Event description:
It was reported a thrombus on the closure device occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted with a complete seal noted. On the 45 day follow up, there was a 2mm device leak noted on the transesophageal echocardiogram. On the one year follow up, on (B)(6) 2019, a tee was performed. The tee report states there was a smooth echogenic covering on the cap of the device that could represent endothelialization or organized, non-mobile thrombus. It was also noted there was no device leak. The patient's drug regimen was not changed. The patient is currently on aspirin. It was further reported that the patient had a tee on (B)(6) 2021 and thrombus s still present on the closure device. The patient has been on eliquis since (B)(6) of 2019 and has not had any events related to this.

Event description:
It was reported a thrombus on the closure device occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted with a complete seal noted. On the 45 day follow up, there was a 2mm device leak noted on the transesophageal echocardiogram. On the one year follow up, on (B)(6) 2019, a tee was performed. The tee report states there was a smooth echogenic covering on the cap of the device that could represent endothelialization or organized, non-mobile thrombus. It was also noted there was no device leak. The patient's drug regimen was not changed. The patient is currently on aspirin.